Event description:
I got breast implants (allergan natrelle inspira ssf) in may. In august I got severe yeast infections, lost half my hair, and now have chronic dry lips and eyes where they are itchy, burning, red, and flaking. My eyes swell randomly and I have never had this before. Ref report: mw5149215.